Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) was under-sensing. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated the implantable cardiac monitor (icm) was reprogrammed, but this did not resolve the under-sensing. The patient was stable post intervention.